Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('paiful and heavy periods') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), granuloma annulare ("skin disorder: looks like it could be granuloma annulare"), feeling abnormal ("brain fog"), depression ("depression"), ehlers-danlos syndrome ("connective tissue disorder- ehlers-danlos syndrome "), ovarian cyst ("cyst causing unbearable periods"), ovarian cyst ruptured ("ovarian cyst rupture") and rash ("rash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (scheduled on (B)(6) 2018)). At the time of the report, the menorrhagia, dysmenorrhoea, granuloma annulare, weight increased, feeling abnormal, depression, ehlers-danlos syndrome, ovarian cyst, ovarian cyst ruptured and rash outcome was unknown. The reporter considered depression, dysmenorrhoea, ehlers-danlos syndrome, feeling abnormal, granuloma annulare, menorrhagia, ovarian cyst, ovarian cyst ruptured, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: menorrhagia, dysmenorrhea, weight gain, brain fog, depression, ehler's danlos syndrome, ovarian cysts, ovarian cyst rupture, granuloma annulare. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event rash was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('painful and heavy periods') in a (B)(6) year-old female patient who had painful inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), granuloma annulare ("skin disorder: looks like it could be granuloma annulare"), feeling abnormal ("brain fog"), depression ("depression"), ehlers-danlos syndrome ("connective tissue disorder- ehlers-danlos syndrome"), ovarian cyst ("cyst causing unbearable periods") and ovarian cyst ruptured ("ovarian cyst rupture") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (scheduled on (B)(6) 2018)). At the time of the report, the menorrhagia, dysmenorrhoea, granuloma annulare, weight increased, feeling abnormal, depression, ehlers-danlos syndrome, ovarian cyst and ovarian cyst ruptured outcome was unknown. The reporter considered depression, dysmenorrhoea, ehlers-danlos syndrome, feeling abnormal, granuloma annulare, menorrhagia, ovarian cyst, ovarian cyst ruptured and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: menorrhagia, dysmenorrhea, weight gain, brain fog, depression, ehler's danlos syndrome, ovarian cysts, ovarian cyst rupture, granuloma annulare. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter information added. Events: menorrhagia, dysmenorrhea, weight gain, brain fog, depression, ehler's danlos syndrome, ovarian cysts, ovarian cyst rupture added. Case category upgraded to serious incident on 06-apr-2020: follow up received from social media. Reported information was added. Skin disorder nos was replaced with granuloma annulare. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.